Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary it was reported that ratchet tube was missing screw. Spot weld broke, screw appeared to have backed out. Spreader did not stay open. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the weld of the screw from the ratchet holder was broken. Due to breakage the screw fell apart and consequently the device functionality does not work as intended. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the vertebral body spreader- angled would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history part # pdl114, supplier lot # a7oa30, synthes lot # a7oa30, release to warehouse date: 17-apr-2012. Manufactured by: synthes monument. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that ratchet tube was missing screw. The spot weld broke, and the screw appeared to have backed out. Spreader did not stay open.